Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Troubleshooting was performed, however, the issue was not resolved. It was planned to have the patient perform a patient initiated interrogation (pii). No adverse patient effects were reported. At this time, this device remains in service.